Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between heartmate 3 lvas, and the reported event could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, and no further related events have been reported at this time. The heartmate 3 lvas IFU lists hemolysis and bleeding as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 4 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that on (B)(6) 2018, the patient was admitted for ongoing hemolysis with lactate dehydrogenase (ldh) and free hemoglobin on the rise. The patient's temporary right heart pump system from another manufacturer was repositioned. The patient's hemoglobin was 7.1 g/dl and they were transfused with 2 units of packed red blood cells (prbcs) over a 24-hour period. The site of bleeding was unspecified (other), but the hemolysis was reported to be related to the temporary right heart pump system. The patient was on aspirin at the time of the event.